Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol flat mesh device may have caused or contributed to the reported event of infection and recurrent umbilical hernia. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol marlex mesh on (B)(6) 2013. It is also alleged by patient attorney that the patient had recurrent infections and recurrent umbilical hernia necessitating mesh explant on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the marlex mesh. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."